Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that the cause of the peritonitis event was a breach in aseptic technique. One same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal amikacin (duration ¿ three days, dose and frequency not reported) and intraperitoneal dalacin (duration ¿ three days, dose and frequency not reported) for peritonitis. Treatment was subsequently changed to unspecified intravenous antibiotics or an unreported period of time. At the time of this report, the patient was recovered from the peritonitis event. Extraneal therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. The treatment and outcome for the peritonitis event were not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.